Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Father reported that bg levels rose while patient slept overnight; the next morning, correction bolus attempts failed to bring these levels down, so pod was taken off. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied 2-3 hours later; bg levels had decreased to 200 mg/dl. Patient's normal bg range is 100 mg/dl (daytime) to 140 mg/dl (nighttime).